Manufacturer narrative:
As reported in a research article, 9 years after biocor valve implant, a patient required intervention due to stenosis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported article titled, ¿transcatheter valve implantation for failed surgical aortic and mitral bioprostheses: a single-center experience¿ that a 25mm abbott biocor valve was selected for implant in 2007. The patient required an intervention after 9 years in 2016 due to stenosis. A coronary artery bypass graft was successfully performed.